Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting contamination of internal tubing in the v60 ventilator. The device was not in clinical use. There was no report of harm. There was no patient or user impact. The device did not meet specification for intended use and was not returned to service. The pse evaluated the device at the request of the customer for preventative maintenance service assessment. The pse identified an oily residue in the device internal tubing and determined replacement was necessary. The pse replaced the tubing. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.